Event description:
The patient reported that the withdrawal cord broke off a tampon she was attempting to remove. This reportedly happened two separate times and in both cases she claimed to have gone to the local hospital each time to have them removed.

Manufacturer narrative:
Twelve retain samples were examined for physical defects and were tested for cord anchor strength and all met established quality requirements. A review of the device history record confirmed all quality acceptance requirements had been met, including results of cord anchor integrity. Complaint records were reviewed and there were no other complaints about broken withdrawal cords associated with the same lot as alleged to have been involved in the incident. Further attempts to contact the patient for additional information were unsuccessful. The alleged defect could not be confirmed and no potential root cause was identified. No further action is planned regarding this incident.